Manufacturer narrative:
As reported, the 5f mynxgrip vascular closure device (vcd) did not deploy properly. There was no reported patient injury. Hemostasis was achieved by manual pressure. The device was properly stored as per labeling. The mynx vcd was prepped according to IFU instructions. The access site was the right femoral. The procedure used an ante-grade approach. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. No other information was provided. The device was returned for analysis. A non-sterile mynxgrip vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle cartridge was disengaged from the black handle with the stopcock open, the procedure sheath was fully retracted against the grey handle, and the sealant and advancer tube were observed to have remained inside the outer cartridge tubing as received. The device was inspected for damages/anomalies that may have contributed to the reported incident. No damages/anomalies were observed. Per functional analysis, the shuttle cartridge was retracted to the black handle, and the advancer tube was found properly engaged to the proximal tamp lock as received. The returned device performed as intended per the mynxgrip instructions for use (IFU). Per microscopic analysis, the tamp locks were inspected at high magnification for damages that may have prevented the advancer tube from engaging to the proximal tamp lock during the procedure. No damages or anomalies were observed. A product history record (phr) review of lot f2018901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy¿ was not confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. The returned device performed as intended per the mynxgrip instructions for use (IFU). Procedural factors, such as failure to shuttle the device completely, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy according to the instructions for use (IFU) which is not intended as a mitigation of risk, insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator . Neither the phr review, nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
As reported, the 5f mynxxgrip vascular closure device (vcd) did not deploy properly. There was no reported patient injury. Hemostasis was achieved by manual pressure. The device was properly stored as per labeling. The mynx vcd was prepped according to IFU instructions. The access site is the right femoral. The procedure use an ante-grade approach. There were no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The device will be returned for analysis. No other information was provided.